Event description:
It was reported that during a percutaneous transhepatic gallbladder drainage (ptgbd) procedure, the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the gall bladder but would not drain bile. The physician applied negative pressure with a syringe and an air leak from the hub was suspected. The device was replaced with a like device and the procedure was successfully completed. As reported, the patient did not experience any adverse effects.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device were conducted during the investigation. One mac loc catheter was returned in the unlocked position in a used condition with no surface damage noted on the device. A leak test conducted confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests performed revealed that the proximal assembly was secure, however the catheter tubing was noted to be able to freely rotate, indicating that the flare was not completely secured. Upon cap removal, the suture string was found to be wound in the threads. The flare appeared slightly out of round, but due to compression of the flare within the cap and the potential for damage upon removal, it is unable to be determined of the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications and the proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record showed one nonconforming event but all affected devices were identified prior to lot release. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode. The appropriate personnel will be notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.